Manufacturer narrative:
Received one device. The cassette was observed to contain fluid already filled. No other damages or anomalies were observed. In order to replicate clinical use, the cassette was directly installed on a cadd-solis 2110 pump and 10ml of priming was performed. A downstream occlusion alarm was observed. An ICU medical provided syringe was connected to the cassette. No difficulties were observed during fluid withdrawal and insertion. The tubing was then cut to locate an occlusion. No occlusions were found in the cassette tubing. The complaint of an occlusion can be confirmed. However, the occlusion site could not be identified. The probable cause is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the pump had an occlusion, it mostly occurred during a cassette change, after one cassette had finished and a new one was inserted. There was no patient involvement.